Manufacturer narrative:
Received one device. The customer's initial report indicates that the pump is not connecting to wifi. The complaint was not confirmed because the fault could not be replicated. Additionally, degraded seal, were observed which have been replaced. A problem detecting on the handle was observed, so the latch was replaced. The device and software were updated and calibrated for better operation and to avoid future errors. All tests passed within specifications. After investigation the results indicated a reportable malfunction due to the degraded downstream occlusion sensor (dso) seal service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device, no problem found / could not duplicate. However inspection did find downstream occlusion sensor (dso) seal degradation. It was reported that the device will not connect to the wifi. There was no patient involvement,.